Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the noisy image was due to a faulty plug unit. Should additional relevant information become available, supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of poor image quality and water damage. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During onsite inspection of the device, a noisy image was found. There was no patient involvement. ¿